Manufacturer narrative:
Customer returned meter and test strips with lot number 41427. The complaint was not confirmed and no new issues were observed. All results were within specification, and there were no errors observed during control solution testing. The precision xtra blood glucose result as reported by the customer was identified in the meter internal log.

Event description:
Customer reported receiving an inaccurately high reading on their precision xtra blood glucose monitor. Customer reported receiving a reading of 350 mg/dl compared to a laboratory result of 120 mg/dl obtained within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in value to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.